Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"The literature article entitled ¿health-related quality of life and functionality after reverse shoulder arthroplasty¿ by roberto castricini, md; giorgio gasparini, md; grancesco di luggo, md; massimo de benedetto, md; marco de gori, md; and olimpio galasso, md; published in the journal of shoulder and elbow surgery, january 20, 2013, was reviewed. The purpose of the article ¿health-related quality of life and functionality after reverse shoulder arthroplasty¿ was to report the midterm survival rate, health-related quality of life (hrqol), and functionality of the shoulder after rsa in a prospective series of patients with mrct, cta, or primary glenoid humeral oa and identify the possible predictors of clinical outcomes. The article reports on 80 of 109 patients having a delta iii implant (depuy) used in a reverse shoulder arthroplasty all performed by the same surgeon between 2003 and 2008. There were four reported complications. " a (B)(6)-year-old woman experienced a penicillin-susceptible streptococcal prosthetic joint infection which was successfully treated with intravenously administered antimicrobial therapy, debridement, and retention of the prosthesis.